Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm diameter was 49.9mm and maximum length 72.8mm. Vessel morphology described as: aortic neck diameter was 18.8-19.1mm and length 45.4mm. Right iliac diameter was 11.6-11.2mm and length of 15.7mm. Left iliac diameter was 12.5-13.2mm and length 22.4mm. It was reported that the main endurant bifurcated stent graft was successfully implanted on the left side. Another manufacturer's stent graft was implanted on the contralateral side. Another manufacturer's balloon was used to model the stent grafts. The final angiogram revealed a type IV endoleak, blush around the flow divider. The physician also believed there was proximal type ia endoleak and as a result re-ballooned the proximal aortic neck area. The patient's blood pressure suddenly fell down. The physician suspected the aneurysm had ruptured and stopped the blood flow with the balloon then implanted an endurant aortic cuff and another manufacturer's aortic cuff. The endoleak remained and the physician decided to convert the patient. During the conversion, a 1cm hole was confirmed on the aorta through which the endurant stent graft could be seen. The endurant and excluder were removed and replaced with blood vessel prosthesis. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); failure to follow instructions (stent graft was oversized and ballooned aggressively with another manufacturer's balloon); caused by another drug/device (over inflation of another manufacturer's balloon). Conclusion: another device caused failure (over inflation of another manufacturer's balloon); user error contributed to event (stent graft was oversized and ballooned aggressively with another manufacturer's balloon).